Manufacturer narrative:
A medtronic representative reported that while in a spin a spinal fusion procedure, the image acquisition system (ias) lost communication with the mobile view station (mvs) for 10 seconds while the site was taking localizer shots. The screen reverted back to the log in screen with the message waiting to connect. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. A software investigation was completed. This investigation was unable to determine root cause as information provided proved to be inconclusive. After multiple requests for system check-out without completion by field personnel, the system check-out was canceled. However, a subsequent full imaging system check-out was completed (for a different case) and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spin a spinal fusion procedure, the image acquisition system (ias) lost communication with the mobile view station (mvs) for 10 seconds while the site was taking localizer shots. The screen reverted back to the log in screen with the message waiting to connect. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.